Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the report of the ¿broken probe.¿ a visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (tissue pad) was inspected and found it is in good condition. The device was attached to a test usg-400/esg-400 and during activation an u504 probe damage error code was observed on the generator. The probe check test was unable to be performed due to the retuned condition of the device. The broken portion of the probe unit was returned and measured approximately 17mm. The root cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur"

Event description:
Olympus was informed that during a therapeutic hysterectomy procedure, the device probe broke off and fell into the patient's abdomen. The device fragment was retrieved using a surgical grasper. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.